Event description:
The customer reported to olympus, the colonovideoscope angulation does not work. It is unknown when this issue was found. The device was returned for evaluation. During the device evaluation, foreign matter was found inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found due to wear of angle wire; the bending angle in up direction did not meet the standard value, due to wear of the angle wire; the play of the up/down knob was out of the standard value, an abnormal sound was made due to damage on the up/down knob, due to dirt on objective lens; there was a lack of image on the monitor, the light guide lens had a crack, the adhesive around the light guide lens was peeled, due to a crack on the objective lens, the image had a partially dark area, the adhesive on the bending section cover had a chip, the objective lens had discoloration, the adhesive around the objective lens was peeled, due to a crack on objective lens; flare occurs, the universal cord had a wrinkle, the forceps channel port was shaved, the control unit had discoloration, the paint on the air/water cylinder and the suction cylinder was peeled, the suction cylinder was shaved and switch 4 had wear. Additionally, scratches were found on the connecting tube, plastic distal end cover, switch box, scope cover, switch 1, switch 3, forceps elevator lever and knob, up/down knob, universal cord, protector of the universal cord on the control section side and the suction connector side, the suction connector, scope cover unit, image guide protector, grip, control unit, right/left knob, and the flexibility adjustment ring. Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: the device was cleaned, sanitized, and disinfected prior to being sent to for repair. The facility was not aware of what the foreign material was. The time lag between the end of clinical use and the start of pre-washing noted no delay, properly implemented. Pre-cleaning: flushed the air/water nozzle with water and air. Flushed air/water nozzle with detergent solution. Brushed points for air/water channel performed with clean lint ¿free cloths, brushes, sponges. The facility noted that there were no abnormalities on the accessories used for reprocessing. Facility did not note any comments or concerns regarding reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 8 years, since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed. However, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed, where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states, that detection method in gif/cf/pcf-290 series, operation manual chapter 3 preparation and inspection. IFU states, that preventive measure in gif/cf/pcf-290 series, reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.